Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose went over 600 mg/dl. He stated that the infusion set had stopped working, and the issue had occurred on three occasions. Customer stated that upon changing the set, he was able to control his blood glucose levels. Customer declined troubleshooting. Nothing further reported.